Manufacturer narrative:
Still awaiting return of medical device, more evaluation will be provided in follow up.

Event description:
Received e-mail from our area sales director indicating communication with a physician regarding a l4-s1 revision case. Patient was experiencing leg pain. Physician performed a l4-s1 facet bolt revision case. L5-s1 facet bolt came apart in-situ. The other l4-l5 bolt was loose enough for physician to move bolt anteriorly and posteriorly through the facet joint. After removing the bolts the physician proceeded to remove the facets completely releasing the exiting nerves at both levels completely and placed 3 pedicle screws and 70mm pre-lordorsed rod and 3 set screw locking caps.